Manufacturer narrative:
The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under p030031/s053. (B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and there was evidence of mechanical damage on the electrode ring # 2. Pebax material presented a pin hole. As the scratched sections were found near the pebax damage, it is very likely that an unknown object caused both damages. An internal corrective action has been opened to investigate this type of pebax damage. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto system. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by the carto 3 system, however error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an eeprom error cannot be confirmed. However a magnetic sensor error was noticed. An internal corrective action has been opened to investigate this type of pebax damage on smart touch.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter and during the biosense webster failure analysis assessment a pin hole was found on the pebax. It was initially reported that there was a catheter error message of 101 map eeprom. They changed the catheter and the procedure was completed with no patient consequence. This issue is non-indicative of an MDR reportable issue. The biosense webster failure analysis lab noted during the visual inspection of the catheter that there was reddish brown material in the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab discovered from the spectrum electro magnetic (sem) analysis on october 22, 2015 that the pebax material presented a pin hole. The lack of the integrity of the pebax was indicative of a reportable malfunction. The awareness date was reset to october 22, 2015.